Manufacturer narrative:
In a good faith effort (gfe) response from the remote service engineer (rse) received on 16nov2023, it was stated that the customer did not wish to send the device into a philips repair center, so the rse stated that they were trying to find an alternate option for the customer to repair the device. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there were problems with the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) was scheduled to be dispatched to the customer site. In a good faith effort (gfe) response from the remote service engineer (rse), it was stated that the device was sent to a philips repair center and it was waiting to be received. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received, the fse stated that the service case is pending the confirmation of a po from the customer. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No further information was received. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on 12dec2023, the device was evaluated by a field service engineer (fse) and the reported touchscreen issue was confirmed. The fse determined that the touchscreen needed to be replaced and the customer would be a provided with a quote for the part. The investigation is ongoing.